Event description:
The customer reported that the high-definition camera head's "image is black". The nurse at the user facility found the problem prior to use/in-between procedures. No patient involvement was reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is in progress; however, a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's request of "no image¿ was confirmed due to deformation of the cable unit. Moreover, due to poor water-tightness of cable unit, water tightness is lost. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: never use the camera head on a patient if an irregularity is observed. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.